Manufacturer narrative:
(B)(4). Unit passed all functional tests including displacement, and self tests. After further review of the unit's interior, there were signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Unit received with a horizontal crack in the battery threads.

Event description:
Customer reported via phone call that the insulin pump had moisture under the screen. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that they did not hear fluid when shaking the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.